Manufacturer narrative:
Additional information requested from the reporter. While speaking with the olympus technical assistance center (tac), the technician recommended cleaning the scope contacts with alcohol and turning the video processing system off and on. The customer reported that they would be returning the clv-190 for repairs. The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during the device inspection for the evis exera iii xenon light source with the 190 series scopes, the user experienced an error code b30 communication scope message. This issue was only with the 190-series scopes. There were no reports of patient involvement or harm associated with this event. This event occurred with two evis exera iii xenon light sources. The other device is captured under the report with patient identifier: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the product was not returned, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.